Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was received: I finally received the shipper kit this last week while I was out of town. Shipping out the device today. I have not received the shipper kit yet. Once received I will ship it off. It should be one box for m8805 as it is unopened pack of 4 prolene sutures. To be sure, was the shipper kit sent to.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2026 and suture was used. It was reported to the sales rep that during a vascular procedure the surgeon was using a suture and attempted to tie a knot with normal tension. As he cinched the knot, the suture snapped cleanly in two. The team opened another suture and the same failure occurred; this also happened with two additional sutures. The first assistant tried as well, and that suture snapped as well. Product availability for return is unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code m8805. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.